Event description:
Customer reported that they may have mistreated patient. The first nineteen (19) fractions of a thirty (30) fraction treatment cycle was misadministered by the radiation therapist. The treatment mean localization was calculated to be offset 0.6 millimeters. Upon review of the treatment, no adjustments to the dose plan are necessary because the treatment tolerance margins can account for this offset. As a precaution, the clinic added five (5) treatments to ensure coverage to the patient. The facility also verified that no additional doses were delivered to any critical structures. The mistreatment was the result of the operator not verifying the images imported into the treatment plan were actually the left lateral or right lateral image. The software does not have a way to detect this. If the user does not verify prior to treatment, the software can position the patient in an incorrect location for treatment.

Manufacturer narrative:
Instructions for use on this device inform the user how to select the correct orientation of the imported picture or to change as appropriate. This is intended as a verification of the patient's orientation. Excerpt of the supplied IFU identifying this activity is attached. Please see scanned pages.